Manufacturer narrative:
H11. Information was previously reported in 2182207-2024-03357. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the physician sent an image of impedance results that showed values on the left stn: at 3v monopolar values of 0-3 have a range of 10200-11300ohms bipolar values have a range of 4222-8425ohms. The caller was not with the patient or have their identifying information. The rep will follow-up with the managing md. 2024-08-01 e1 (rep): no new information.

Event description:
It was reported that patient has bilateral dbs systems. The right-side dbs system is operating as intended but the left-side dbs system was reported to have out of range impedances across all electrodes. Patient is experiencing some right hand tremor breakthrough, but it is not burdensome to them. Patient confirmed that they have had repeated falls that have been going on for some time due to their advanced parkinson¿s disease. Patient could not recall a certain fall that potentially caused the out of range impedances or when this potentially happened. Doctor is referring the patient to a functional neurosurgeon to further evaluate the concern and discuss benefits vs. Risks of taking any action vs. Doing nothing. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.